Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type blood/solution infusion set was leaking from the tubing segment near the infusion chamber (suspected near the chamber interface). The leak occurred during preparation, prior to patient connection. A pack cell blood product was used and 0.9% sodium chloride used for priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured in february 2024. H11: the actual device was not available; however, retained sample and four photographs of the sample were provided for evaluation. Visual inspection was performed on the photo samples and leak was observed at level of the set; however, the exact location of the leak cannot be identified. Visual inspection of the retention sample did not identify any abnormalities that could have contributed to the reported condition. Gravity test and leak test were performed on the retained sample, and no leak was observed. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.